Event description:
The customer contacted baxter's technical service center to report a check patient line which occurred on home choice (hc) during use during initial drain. The baxter technical representative (tsr) had the home patient (hp) close and reopen the transfer set, check the lines for closed clamps, kinks, air and fibrin. The hp stated that there was a 3 inch gap of air. The tsr assisted the hp with ending therapy on the cycler so that the hp can setup with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. The writer spoke with the home patient's (hp) nurse on (B)(6) 2011 regarding the check patient line alarms. The nurse said that the hp was seen on (B)(6) 2011. The nurse said, the hp was continuing therapy without complications. The nurse said, she was not aware of the air in the line and could provide no further information on the event. No patient injury or medical intervention was reported. The writer spoke with the home patient (hp) on (B)(6) 2011 regarding the check patient line alarm on (B)(6) 2011. The hp said, he had a few days where he was calling in all the time. The hp said that when he received his new supplies, he started using them right away instead of finishing the old ones and everything has been much better with them. The hp said that the night he had air he did not see anything unusual with the supplies and did not know how air entered the setup. The hp said the lot number was unknown and no samples were available. The hp said that it must have been the supplies since now everything is going fine with the ones from the new shipment. No patient injury or medical intervention was reported

Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint was not confirmed in the lab due to a lack of sample. A root cause for an air gap found in patient line was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.